Event description:
As reported on (B)(6) 2013, on (B)(6) 2013 a patient presented for a hemodialysis treatment in which a dialysis catheter was implanted. It was reported that on (B)(6) 2013 a hole was noted under the luer of the catheter, causing the catheter to leak. The catheter was removed and replaced. It was reported the patient is doing well and has suffered no harm or injury due to this event. It was reported that the device involved in the incident is available to be returned to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. It was reported the patient is doing well and has suffered no harm or injury due to this event. The firm is attempting to obtain additional info regarding the event and patient info. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch.